Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 13 august 2012. Part: 338.23, lot: 7009260 (non-sterile) - dhs/dcs guide shaft with flats. Lot was release to the warehouse on 13 august 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned dhs/dcs guide shafts were examined and the complaint condition of broken tip was able to be confirmed tabs on the distal end of the driver was broken. A definitive root cause was unable to be determined however the failure mode is likely due to the application of excessive torque. Relevant drawings for the returned instruments were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off of a stardrive screwdriver. It was also reported the ends of a standard insertion handle are compromised (bent). The items were found after sterile processing. When the shaft was evaluated by the manufacturer, it was noted that the device was broken. This is report 2 of 5 for (B)(4).